Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced two syncopal episodes. The first was during a non-sustained ventricular fibrillation (vf) episode that lasted 3.3 seconds. The second was during a vf episode in which the device charged, but diverted therapy, and it lasted 6.6 seconds. There was no undersensing displayed.